Event description:
The customer reported the dash 4000 did not have audible messaging coming from the device. The patient was moved to another device. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. Occupation of reporter is unknown.